Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had an n907, ¿no external image¿, error on the monitor and was not producing any image on the provation system. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported an n907 error and no image produced on the provation system. The following was performed through troubleshooting: the picture in picture (pip) mode was enabled but there was no secondary video source feeding the video system center; this was considered user error and tac advised the user to disable the pip mode. The serial digital interface (sdi) output 2 was connected to the main monitor; nothing was connected to the sdi output 1, computer output, separate video output and printer output. Tac advised the customer to reference another video tower with the same setting and to reach out to provation to find out what is supplied with the provation unit. On follow up, tac suggested removing the sdi video cable at provation and attach to the monitor with sdi input; if there is a video present, then the issue is with provation. To date, the device is not expected to return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.